Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received one appropriate shock after 40 seconds of ventricular tachycardia (vt). The patient had a syncopal episode. The plan is to continue monitoring and options for faster therapy delivery were discussed. This device remains in service. No adverse patient effects were reported.